Event description:
The customer's mother reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 87 mg/dl. The customer mother stated that the buttons are not working. The customer was asked if any significant events leading the keypad issues and said is changing clothes and dropped. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to unlocked lcd keypad connector during visual inspection. The device had had minor scratched lcd window and cracked reservoir tube lip.